Manufacturer narrative:
Concomitant medical products: 5076-58, lead, implanted: (B)(6) 2000.

Event description:
It was reported that the patient heard an audible tone and went in for a check. It was found that the right ventricular (rv) lead had an integrity alert triggered. Since the last interrogation there were ns-vt (non-sustained ventricular tachycardia) and ninety-nine sic (sensing integrity counter). The egm markers demonstrate os (oversensing). No intervention was done at this time and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.